Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the vinyl seat is sagging.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the upholstery sagging touching x brace's on both sides, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer states the vinyl seat is sagging.